Event description:
A portion of the lead was received for analysis. The lead's electrodes were not returned. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Product analysis of the lead identified a coil break in the positive coil. Scanning electron microscopy images of the suspected positive coil break show that pitting or electro-etching conditions occurred at the break location. However, due to metal dissolution, the fracture mechanism cannot be ascertained. Scanning electron microscopy image on the connector pin surface shows that pitting or electro-etching conditions occurred. Since the lead¿s electrodes were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional or relevant information has been received to date.

Event description:
The patient's neurologist reported that high impedance was found on the patient's vns system. X-rays were reportedly reviewed and no issues were found. The lead has been replaced. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.